Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one patient.a patient sample when tested gave an accutni result of 1.18ng/ml which was reported outside of the laboratory. The sample repeated at 0.02ng/ml and a corrected report was issued. Upon repeat on a different instrument, it gave a result of 0.02ng/ml.two other samples were obtained from this patient and both gave accutni results of 0.02ng/ml upon testing.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications the morning of the event. System check performed passed specifications. Service was offered but declined by the customer.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.